Manufacturer narrative:
Patient information was requested.

Event description:
The customer reported a malfunction of the back-up alarm. No patient involvement was reported.

Manufacturer narrative:
The buzzer ls1 of the customer returned cpu board had failed due to a cold solder joint which triggered error code 1104. Replacing ls1 resolved the problem.